Manufacturer narrative:
This report is part of an internal retrospective review of complaints, conducted by oscor as a result of process improvements made to the complaint system to ensure proper medical device reporting is maintained. As part of the detailed review, this event has been determined to be reportable. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported that while a patient was connected to a external pulse generator (epg), non-capture was noted on the monitor. Output was increased to the maximum setting with no capture. The batteries in the epg were changed and intermittent pacing was noted with manipulation of the cable. The epg was changed out for a different one and capture was noted with return of pulse and blood pressure. Upon examination of the epg extension cable, it was noted that the cable was broken beneath the connection on the proximal black pin. The patient status returned to stable condition after resumption of pacing. No further patient complications have been reported as a result of this event.